Event description:
The hcp reports the patient developed meningitis following a previous infection of the pump site. The drug used in the pump is lioresal. The diagnosis of meningitis was confirmed in 2006 after a positive csf culture produced mrsa growth. The symptoms of infection included fever, redness, swelling, drainage and incisional wound opening. The patient was treated with IV antibiotics and total device system explant in the same month. The patient did not suffer any withdrawal symptoms as the patient was supplemented with oral medications. The hcp indicates debilitated status as a risk factor for this patient. The infection resolved. See MFR report# 6000030200701790.